Manufacturer narrative:
B3: date of event is estimated. The unit came in for oxygen error. The complaint was confirmed with the contaminated zeolite. The psa cycle counts being high is an indication the zeolite is getting contaminated by moisture. Contaminated zeolite caused high column pressure, high psa and low external. The data log shows battery low errors. This means the patient runs the unit on low battery. Unit works fine with a good battery. Scratch uip is probably rough cleaning and user abused.

Event description:
It was reported that the patient was hospitalized after an oxygen error message with their device and high potassium levels. Patient received a replacement device and was released from the hospital. Patient is now doing fine.